Event description:
The customer reported that after pipetting an hcv plate on summit the technician observed that bubbles were present in well h4. No error was generated. No death or serious injury was associated with this complaint.